Manufacturer narrative:
(B)(4). Concomitant medical products - part: 157446 name: m2a-magnum mod hd sz 46 mm lot: 843400, part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 642820, part: 11-103205 name: taperloc por lat fmrl 11 x 142 lot: 241950. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05140.

Event description:
It was reported that a patient has been indicated for revision of the right hip due to metal reaction and limitation of daily activities; however, no revision has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.